Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine device revision procedure that this right ventricular (rv) lead exhibited loss of capture, causing asystole to the patient. The rv lead was surgically capped / abandoned (i.e., it remains implanted, but is no longer in service). A different rv lead was implanted successfully. The rv lead is not expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.